Event description:
It was reported that after an interventional carotid procedure, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, difficulty was encountered backloading the proglide device over the guide wire. After two attempts to re-insert two different guide wires, a third different guide wire was inserted successfully. The suture from the proglide achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert the guide wire could not be confirmed as there was no anomaly observed. During functional testing, a 0.038 inch guidewire was inserted from the proximal-end of the proglide device, which penetrated the sheath and protruded from the exit hole of the sheath. The same guidewire was removed and inserted into the exit hole of the sheath moving distally, which protruded from the distal-end of the sheath. The j-tip of the guide wire was inserted into the distal-end and exit port with both protruding through the exit port of the sheath and the distal-end of the device, respectively. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.